Manufacturer narrative:
In the case description, the user mentioned that the pod continued to deliver insulin while insulin delivery was paused. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found no instances of the system delivering insulin while paused. The log files show one instance of the system being paused by the user on the date of occurrence. The patient history buffer (phb) data showed that the total delivered pulses did not increase during the pause period, indicating that the pod was not actively delivering insulin during this time. The system was determined to have functioned as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the controller failure to pause insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports they had paused insulin delivery for 4 hours while wearing a pod and they continued to receive insulin from their controller for the first hour. The patients blood glucose level was 72 mg/dl.